Event description:
It was reported that the patient experienced atrophy of an old cuff with an artificial urinary sphincter (aus). During explant the balloon was punctured during the explant procedure so the aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.